Event description:
It was reported that during an unk procedure there was an error sound and gas leaked from the instrument. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.